Event description:
A customer contacted beckman coulter inc. (Bci) stating that an hdl cholesterol reagent pack leaked. No injury was reported on this issue.

Manufacturer narrative:
The customer was sent a replacement for the reagent pack.